Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion, and as a result, the customer reported they were unstable and could not check the glucose levels. As a result, they received a referral to the emergency. However, it is unknown if treatment was rendered, as the customer indicated that they no longer remember whether they went to the emergency room. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the test fixture to download log. Therefore, issue in not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion, and as a result, the customer reported they were unstable and could not check the glucose levels. As a result, they received a referral to the emergency. However, it is unknown if treatment was rendered, as the customer indicated that they no longer remember whether they went to the emergency room. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. The customer was unable to test due to the device not powering on with a button press or test strip insertion, and as a result, the customer reported they were unstable and could not check the glucose levels. As a result, they received a referral to the emergency. However, it is unknown if treatment was rendered, as the customer indicated that they no longer remember whether they went to the emergency room. There was no report of death or permanent impairment associated with this event.